Event description:
The user facility reported an 81 year-old male patient with a high risk of percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. During the setup of the impella device, catheter fluid was not observed exiting the outlet portion. A new catheter was used to complete the setup. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the priming issue has been completed. The purge cassette was not returned. Impella cp pump was visually inspected, and no purge gap blockage observed. Pump pigtail was found to be slightly bent but was not detached leading to any failure during support. Test purge cassette was connected to aic and primed with purge fluid by connecting to the complaint pump and purge fluid was passing at the purge gap near pump housing without any issues. Purge pressures and flows were found to be normal. Pump was connected to console, started at auto and pump was running with normal flows of 3.8 l/min. No abnormalities were found with the pump. Data logs were reviewed and no purge cassette failure, air in purge alarm were found. Purge system open was found at end of first console shutdown and purge pressure low alarm was observed after switching console but resolved within 30 seconds. No priming issue related alarms were found and issue did not reproduce with return product. There was no issue found during the case per return product investigation and log review. The device functioned/operated to specification. Added- d9 device return date d4-updated model number. Added- d6a/d6b.